Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that during a procedure, a videotelescope had an image that became purple. The procedure was completed successfully. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found the protector of the video cable section was overstressed and the fiber bonding in the outer tube area (distal end) was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image error (purple image) was due to a defective cable unit. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.